Event description:
Reporter indicated that a vns patient experienced high lead impedance during a routine diagnostic testing. Follow up with the treating medical professional revealed that there was "an impedance issue" in 2007, and the patient's output current was turned down. The patient returned the following month, and it was noted that the impedance issue had resolved and one week later, the patient's output current was programmed back to the previous level. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.